Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient was trying to connect with her patient programmer and saw (por) power on reset message (B)(6) 2018. The patient also indicated that they recently had dental x-rays done on their mouth last week. The patient experienced returned of symptoms about 3 days prior to call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were not happy with the device. A 5 year battery dies in a year and a half. The patient stated that they know they have to come back for more surgery to replace the battery. The patient was hooked up to "brats machine" and nothing was working.